Event description:
It was further reported that the quantum maverick monorail 8/2.5 mm balloon was removed and replaced with a cordis aqua 1.5 mm balloon to successfully complete the procedure as another quantum maverick balloon was not available. The lesion being treated was a severely calcified, diffuse, long 80% stenotic lesion in a 2.5 mm diameter, distal lad coronary artery, not rca as previously reported.

Event description:
It was reported that during a ptca / stenting treatment procedure, the quantum maverick monorail 8/2.5 mm balloon ruptured at 14 atms on the second inflation. (The number of atms reached on the initial inflation was 16 atms). The pt was asymptomatic during this event. The lesion being treated was a severely calcified, diffuse, long, 80% stenotic lesion in a 2.5 mm diameter, distal right coronary artery. The physician used a 7f cordis introducer sheath for femoral vascular access and a 0.014" guidant guidewire and a 7f cordis guide catheter to cross the lesion. A maverick monorail 2.0 mm balloon was used to predilate the lesion for placement of a sorin technic stent. It is noted that slight resistance was met with insertion and removal of the balloon catheter. It is also noted that resistance was met with delivery of the stent. The quantum maverick monorail 8/2.5 mm balloon was removed and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'comfortable'.